Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 38 synergy drug-eluting stent was advanced but was unable to cross the lesion and the distal edge of the stent struts was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.